Event description:
Husband of home patient (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime line after a reprime attempt. Per husband, there was no patient injury or medical intervention as a result of incident.